Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has been received for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts from the two most proximal stent rows were flared and pushed distally. In addition, struts from the second and third most distal rows and the middle of the stent were slightly expanded and lifted. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a no cross event occurred. The target lesion was located in the severely tortuous and mildly calcified circumflex artery. A 3.50x32mm promus element stent delivery system was attempted to deliver the device to the lesion but unable to cross. The device was removed. The physician then delivered a 3.5mm x 33mm non bsc stent delivery system which delivered easily, so they felt that the device did not perform. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.